Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on information provided to davol by the patient's attorney: on (B)(6) 2004. Patient underwent a posterior colporrhaphy, abdominal sacrocolpopexy with implant of a bard/davol ptfe mesh and a non davol uretex mesh as a pubovaginal sling to repair mixed urinary incontinence and a post hysterectomy vaginal vault prolapse. Per the implant op report, "we dissected the vaginal cuff off of the surrounding peritoneum. We used two separate pieces of teflon mesh (davol ptfe) to support the vaginal apex, one posteriorly and one anteriorly. We used approx 12 ethibond sutures on the posterior and anterior aspects respectively and then sutured the two pieces of teflon mesh (davol ptfe) together." The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.